Manufacturer narrative:
Zimmer biomet (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported that the site of the implant in tooth location #16 had soft bone and when doctor placed the healing abutment it had mobility. Doctor proceed to remove the implant and will place another implant in another point of time.